Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during a pre-use check when cassette was attached to cadd legacy pca pump, the pump alarmed that it was not installed. When the customer used the pump with another cassette, no alarm was issued. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received without the original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. The sample was received without a blue clip and without a white cap. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no disposable alarm was activated. The complaint was confirmed. The sample was tested to measure the height of the pump tube arch and failed to meet pump tube height specifications. The root cause could not be determined. A corrective and preventative action was opened to address the reported issue.